Event description:
It was reported that the terminally patient received multiple shocks from their implantable defibrillation while in hospice care. Upon interrogation of the device, it was found to be in backup vvi mode. The patient was inappropriately shocked for treatment of atrial fibrillation with rapid ventricular rate. The inappropriate therapy did not cause any patient symptoms. A device download was unsuccessful. A magnet was placed over the device to disable the high voltage therapy. On (B)(6) 2017 the device was interrogated again, and found to still be in backup mode. A device download was again attempted but the device was unable to communicate with the programmer. Therapy was disabled. Per request of the family, the device will not be replaced.